Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right distal femur gmrs. Original op date on (B)(6) 2025 (24hrs earlier). Revision due to patella instability. Helicoidal rasp used to burr hole in ¿threaded¿ side of axle so that fiber tape could be cemented into it and used to stabilise the patella. Surgeon acknowledged that this is off label. Revision completed successfully. Additional information provided on 6/3/25: reason for revision: patella instability.